Event description:
It was reported that the device presented a motor rate error message. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. No information provided to date. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Visual inspection was performed and the following observations were noted: tamper seal not intact. Top case is cracked by tube holder. Bottom case is cracked by l-bracket screws. Plunger head is cracked by all screws. Functional testing and occlusion tests were conducted. The motor rate error was found during occlusion testing. Also identified in event history log review. The reported issue was confirmed. The root cause was determined to be normal wear and tear due to age of device. The following actions were taken: replaced motor assembly (stepper motor included), worm gear, leadscrew and clutch halves. Additional repairs included replacement of: cracked left and right plunger case, worn plunger cable, cracked top case and bottom case, added missing light shield, upgraded power receptacle, broken position pot, worn worm coupling and gear, upgraded wavy washer and added delrin washer, motor and motor bracket, worn leadscrew, right and left clutch and clutch spring, worn square shaft, added missing cable guard. Cleaned, greased and recalibrated device. Device occlusion test and functional tests all passed after repair.